Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during an unknown procedure, the first device could not complete closing and the staples were malformed during the procedure. The other three devices had the same problem that the reload unit had fallen off when the surgeon opened the outer package before used. At last, the surgeon used the 6th one to complete the procedure. There were no adverse consequences for the patient.